Event description:
After pipetting an htlv I/ii plate on summit it was observed that no sample was added to wells a7 and b1. No error was generated by the summit. No death or serious injury was associated with this incident.